Event description:
The customer reported via phone call that they had high blood glucose and a blank display on the insulin pump. Customer's blood glucose was 520 mg/dl. Customer stated that the pump was dropped and exposed to moisture. Customer changed the battery and received a battery out limit alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. However, the insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement, stop idle current, run current, or off no power test due to no button response. Moisture damage was also found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.